Event description:
(B)(4) study. It was reported that following a coronary artery stenting treatment procedure the patient experienced angina. The lesion being treated was located in the mid right coronary artery. The physician implanted a 2.75x28mm taxus express2 study stent. In (B)(6) 2012, the patient developed stable angina pectoris. Angiography was performed at another facility in (B)(6) 2012 which revealed 99% stenosis. The lesion was treated with a promus element 3.0x28mm, a promus element 2.5x20mm, and a non bsc 3.5x12mm stent. Post procedure stenosis was 0%. The patient was discharged the symptom was resolved.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).